Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance greater than 3,000 ohms. Low rv amplitude was also observed. Subsequently, the pacemaker triggered the lead safety switch (lss) which changed the programming from bipolar to unipolar. The pacing output adapted to 5 v and capture was confirmed on the presenting electrogram. Review of the device data also showed there to be stored episodes of non-sustained ventricular tachycardia due to sensing of rv lead noise on the day prior to the lss. Technical services recommended review of the rv lead. Additional information received indicated that this lead was capped and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance greater than 3,000 ohms. Low rv amplitude was also observed. Subsequently, the pacemaker triggered the lead safety switch (lss) which changed the programming from bipolar to unipolar. The pacing output adapted to 5 v and capture was confirmed on the presenting electrogram. Review of the device data also showed there to be stored episodes of non-sustained ventricular tachycardia due to sensing of rv lead noise on the day prior to the lss. Technical services recommended review of the rv lead. No adverse patient effects were reported.